Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a disposable perforator (ID 261221) automatic clutch mechanism did not work and the perforator did not stop after penetrated the patient¿s skull. The surgeon did not use excessive pressure when nearing the point of perforation. The drill used is and electric aesculap elan4. The perforator clicked in place in the drill, and the recommended spring tests were performed between each burr hole. A perpendicular approach was maintained through the drill process. There was a constant downward pressure. No patient injury reported and the event did not lead to surgical delay.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h1, h2, h3, h6, h11. The codman perforator ((B)(4)) was returned for evaluation: device history record (DHR) - the reported product's lot number. No anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis - device was heavily soiled. No other defect or damage found. Device pass all functional tests including spring test and unit successfully drilled 5 holes, and the perforator functioned as designed. The complain was not confirmed. Root cause analysis - the complaint was not confirmed in the complaint investigation and failure analysis. The potential cause could be related to the angle positioning, pressure and/or incorrect fit between the hudson driver and the perforator body application during use.

Event description:
N/a.